Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No device returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 457 mg/dl with large ketones and was vomiting. A bolus of insulin was delivered and the temp rate setting was increased to address the high bg level. Medication was used to help with the vomiting. The customer was taken to the emergency room (ER) and was treated with intravenous fluids. The customer left the ER with a bg level of 138 mg/dl and was tired.